Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior fusion at t10-l3 for vertebral fracture. It was reported that after all screws were placed, the surgeon decided to replace the right l3 pedicle screw to change its direction. When attempting to remove the screw using the driver, the bone was found to be extremely hard, which caused the tip of the driver to break off inside the screw. The torx of the driver tip broke off and remained inside the screw, making it impossible to remove using standard methods. The pedicle screw was removed using a counter after installing a short rod and securing the set screw, and then replaced with a new pedicle screw of the same size. There was a delay of less than 60 mins. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:product analysis of product no:(B)(4), lot no:0011115727 visual inspection confirmed the entire torx tip of instrument has been sheared. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. The damage to the driver is consistent overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.